Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no urine flow out of the drainage bag. The drainage bag and the catheter were replaced under echo. After replacement, there was no difficulty in urine flow.

Manufacturer narrative:
Received only catheter. No visual defects noted on returned catheter. The functional evaluation was conducted as follows: inflated balloon with 10cc water and administered flow rate testing. While inflated, the flow rate was 180ml/min, 175/min and 180ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced thru the drainage eye and came out from drainage funnel without difficulty. Unable to duplicate reported event. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no urine flow out of the drainage bag. The drainage bag and the catheter were replaced under echo. After replacement, there was no difficulty in urine flow.